Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the article entitled ¿comprehensive assessment of clinical outcome and quality of life after total shoulder arthroplasty: usefulness and validity of subjective outcome measures¿ by feliz angst; geza pap; anne f. Mannion; daniel b. Herren; andre aeschlimann; hans-kaspar schwyzer; and beat r. Simmen; was reviewed. The articles purpose was to explore the physiometric and psychometric properties of clinical, generic, and condition-specific assessment instruments. To describe patients¿ outcome after total shoulder arthroplasty. The article¿s findings were based on 43 patients that underwent a shoulder arthroplasty in 1996 and 1997. The shoulder implant was that of a competitor, however, a glenoid component from the global shoulder system (depuy) was used. The majority of the article did not necessarily report on surgical complications, however focused on administration and practicality of assessment instruments to measure increase in function, quality of life, etc. The article does not mention anything but ¿the low number of cases of endoprosthesis loosening¿a complication that causes impairment due to pain¿undoubtedly contributed to the good result in terms of quality of life despite the high number of rotator cuff ruptures which were obviously not accompanied by relevant pain. The article does not specify what, if any interventions were performed. The article also reports that most of the patients were satisfied with the result of their arthroplasty and almost all would choose this treatment option again.